Manufacturer narrative:
Submit date: 4/10/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported: item is generating a lot of bubbles when being used. It is support to be tightly sealed when connected to a butterfly collection device.

Manufacturer narrative:
Submission date: 08/22/2018 an investigation was performed for the reported customer complaint: ¿the customer reported: item is generating a lot of bubbles when being used. It is supposed to be tightly sealed when connected to a butterfly collection device.¿ a review of the device history record (DHR) for lot no. 803638x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Five (5) unopened samples were returned for evaluation. The samples were confirmed to be product ID 1180600777 and lot no. 803638x. Inspection of the samples resulted in no issues noted or observed. The customer requested an attempt to replicate the condition. A medtronic blood collection/infusion set was obtained (8881225307/lot 162530101) and each returned syringe was tested using water. The reported condition was unable to be replicated. Additionally, a bd vacutainer safety-lok blood collection set (367297/lot 5l1481) was obtained and each syringe was tested with water using this blood collection device. Again, the reported condition was unable to be replicated. Potential causes of the reported condition could include: the syringe connection point is not complete during use, resulting in air entering the syringe, hand tightening of this connector at the connection point is subjective to the end user or, interference with the syringe by utilizing a blood collection set butterfly adaptor of another manufacturer. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.